Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer visited the customer site and observed evidence of leakage at the vacuum connector to the probe wash station. Replacement of the appropriate components has returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.

Event description:
The customer reported that they observed splashes of fluid on top of gel cards and incubator slots while performing qc testing on the ortho provue analyzer. Testing was aborted, no erroneous results were reported. Fluid on top of the gel card foil can lead to carry over, and/or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood.